Event description:
It was reported that during a ventricular tachycardia (vt) ablation procedure, the patient presented with inappropriately pacing on their implantable cardioverter defibrillator after pacing stimulation from an electrophysiology catheter. The device was explanted and replaced on (B)(6) 2022. The patient was in stable.